Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pb7603, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and the suture was used. It was reported that the problem of pulling off suture needle happened when sewing during procedure. Another like suture was used to complete the procedure. There were no patient consequences reported.